Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark, leading to pump shutdown, which caused customer¿s blood glucose to read as high with specific value unknown. Customer gave correction insulin injections using multiple daily injections and used backup insulin therapy, while technical support walked through several unsuccessful attempts to restart and charge pump, confirmed use of different cables and adapters, and arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.